Event description:
During a percutaneous transluminal angioplasty of the superior femoral artery the balloon ruptured. There was moderate vessel tortuosity and the lesion was heavily calcified. An indeflator device was used to inflate the balloon at unknown atmospheres. There was no vessel dissection and no separation of any part was reported. There was no patient injury and patient is stable. The product will not be returned for analysis.